Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a patient with post lasik ectasia who he cross linked and implanted 13.7mm, vticmo13.7, -2.00/4.0/160 (sphere/cylinder/axis), implantable collamer lens into the right eye (od) had an excellent outcome, but over the past 2 years his corneal shape has changed slightly and has become more myopic. Patient has no cataract and his corneal endothelial cell count is perfect. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.